Event description:
It is reported that the device fractured and debris had to be retrieved from the wound.

Manufacturer narrative:
Evaluation: no product was returned for review. Manufacturing information is unknown as no lot number was provided. It is reported that the device fractured and debris had to be retrieved from the wound. The situation could be due to (but not limited to) one of the following situations: excessive force that may have applied during usage, continued operation of the drill after it was stuck against the hard material, rapid forward and reversal of direction of rotation when the device is stuck, excessive bending around corners, device wear due to usage with time, or low speed/high torque of operation. Without further surgical information, the exact cause of failure cannot be determined. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.